Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and an alert had been activated, possibly due to a lead fracture. The rv lead was abandoned and replaced with a new lead. No patient complications have been reported as a result of this event. It was reported that a few weeks after device replacement, during follow up noise on the right ventricular channel and a patientalert were observed. The lead has been capped/abandoned and replaced.

Manufacturer narrative:
Product event summary: product performance information was received, analyzed, and oversensing was noted. One ventricular non-sustained tachycardia episode at 192 ms occurred on (B)(6) 2013. Five lead failure predictor high rate non-sustained episodes at <(><<)>=217ms occurred between (B)(6) 2013. A lead integrity alert was also noted to be triggered. Two patient alerts for lead failure predictor occurred on (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and an alert had been activated, possibly due to a lead fracture. The rv lead was abandoned and replaced with a new lead. No patient complications have been reported as a result of this event. It was reported that a few weeks after device replacement, during follow up noise on the right ventricular channel and a patient alert were observed. The lead has been capped/abandoned and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.